Event description:
The pt was undergoing a hemodialysis catheter placement. The pt's heart rate changed from 110 to 130-140. It was then noticed that the pt's existing port - a - cath, in left jugular area of neck, the catheter was in the atrium. After the hemodialysis catheter was placed in the left subclavin, the port was removed, while doing this the catheter snapped off the end leaving it in the pt's body. The catheter end was removed by way of the right groin area femoral vein. No injury to the pt, just prolonged the procedure.